Event description:
Md had used several gray echelon staple reloads with the powered echelon 60 stapler. When she used the 5th gray reload, that was from a different lot number for the 4 previous, it malfunctioned. The stapler fired normally, but the staple line was not sealed fully with staples. Md had to quickly use several hemoclips on the vessels that were spraying blood. This could have been a very serious complication had she not been able to react quickly. The reloads with the same lot number have been removed from operating room distribution. FDA safety report ID # (B)(4).